Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to a bilateral lower extremity fracture. The patient was injured in an unspecified accident requiring revision surgery.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that a bilateral lower extremity revision was performed due to an injury sustained in an accident. Per email correspondence, there is no further information available regarding the implants revised, or the injury sustained in the accident. Therefore, due to limited information, no further clinical assessment can be rendered at this time. Should additional relevant clinical documentation be provided, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.